Manufacturer narrative:
Insulin pump received with broken belt clip rails, cracked select button keypad overlay and cracked battery tube threads. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test. However, unit received with moisture damage at the electronic and motor assembly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the liquid crystal display. Customer stated that the liquid crystal display was lifted up in a corner. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.